Event description:
It was reported that during a procedure to post-dilate an unspecified stent in the mildly calcified, 90% stenosed, mid, right coronary artery (rca), a nc trek rx 2.75x8mm balloon dilatation catheter (bdc) ruptured on the first inflation of 14 atmospheres for 15 seconds. There was no resistance met on advancement or removal of the device from the anatomy. The procedure was completed using a non-abbott bdc. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: radiguide 6f jr 3.5. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.